Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: eight samples of cadd cassette reservoirs were returned for analysis, where 7 were in an unused condition and 1 sample of cadd cassette reservoir returned in a used condition. Visual inspection was performed under normal conditions of illumination and tube cut was found in 1 sample and leaking in bag was found in another sample. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Event description:
Information was received indicating that during testing, leakage was observed on a smiths cadd cassette reservoirs - flow stop. It was reported that the "bladder" at the top of the cadd pump was perforated and that the inner bag was leaking. There was no patient involved. No adverse effects were reported.